Manufacturer narrative:
Corrections: section h6: eval code result (fdr/annex c) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer's cursor intermittently jumped across the display and became unresponsive when attempts were made to select or activate on-screen items. As a result, touch input could not be executed reliably, and the touchscreen functionality became unstable. It was observed during incoming inspection that the unexpected or poor response to finger touch was observed after start up. The touch screen was able to work with stylus without any issues observed. It was noted that the two latches on the cord bay door were broken. The upper and lower bullets were worn out. Error codes were observed in the log files. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer cursor intermittently jumped across the display and became unresponsive when attempts were made to select or activate on-screen items. As a result, touch input could not be executed reliably, and the touchscreen functionality became unstable. There was no patient involvement.